Event description:
It was reported that the customer has been sick and he was on and off of on the insulin pump therapy. The grandmother stated that she called the hospital for instructions due to the customer's high blood glucose and ketones. It was also reported that the blood glucose went up to 468 mg/dl. The grandmother was instructed to treat him with manual injection and to contact the helpline to troubleshoot the device. It was mentioned that a black piece was sticking out and was removed with tweezers from the reservoir compartment. Troubleshooting was performed. The programming and histories on the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.